Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, and tip were microscopically and visually examined. Inspection of the device revealed that shaft was detached just distal of the collar. The distal portion of the shaft was not returned for analysis. The separated end of the shaft at the end of the collar had pulled/rough material, indicating that there was force applied to the device to cause the separation. Product analysis could not confirm the reported event, as the clinical circumstances could not be replicated. However, the confirmed detached shat indicated that the device had difficulty crossing.

Event description:
Reportable based on device analysis completed on 15sep2021. It was reported that the device could not cross the lesion. The target lesion was located in the mid left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the device failed to pass through due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the shaft was detached on the distal collar.